Event description:
Customer reported the alarm is brand new and that when the alarm sounds and the suspend button is pushed, the alarm continues to sound. The date when the issue was discovered in unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed that the hold/suspend functions do not activate when the hold/suspend button is pressed or held. Part of the hold/suspend button is coming out of the case. Also, a rattling noise is heard when the alarm is moved. The volumes change, but only when weight is applied and there is no volume sample heard. Normally, the volume will change without weight on the sensor pad and a sample of the selected volume will play. Additionally, the different tones cannot be selected. (B)(4).